Manufacturer narrative:
Device passed the displacement test, sleep current test, active current test and self test. No unexpected hal software error detected error or the main arm cannot communicate with the motor arm noted during testing however, the formatted history file confirmed hal software error detected error and the main arm cannot communicate with the motor arm alarms due to a software error. Failed battery test not confirmed. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was turned off. The customer¿s blood glucose level was 198 mg/dl at the time of the incident. Customer stated that the insulin pump had multiple pump error alarm and they were able to successfully clear the alarm and also able to complete insulin pump rewind. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.